Event description:
It was reported that this pacemaker system recorded an atrial tachy response (atr) episode that prompted a review by the healthcare provider. The episode appeared to begin with atrial tachycardia (at) and then transitioned into finer atrial activity, possibly atrial fibrillation (af) or noise. No patient symptoms were reported. The possibility of lead noise was considered, and technical services discussed troubleshooting options. The system was confirmed to be functioning as programmed, and further clinical evaluation was to be conducted. The device remains in service.